Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Visual examination of the hypotube identified multiple hypotube kinks along the length of the hypotube. No issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no issues. Examination of the extrusion noted that the inner lumen was stretched, and a puncture noted within, at 4.8cm from the tip of the device. In addition, a pinhole was noted on the outer at 5.2cm, from the tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During leaking test using an encore inflation unit (tested before and after use with druck pressure gauge g19252), an attempt was then made to inflate the balloon to 12 atmospheres as per instructions for use, however, a leak was noted coming from the pinhole in the outer at 5.2cm from the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19sep2025. It was reported that the balloon was leaking contrast medium, and it could not be inflated. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was leaking contrast medium, and it could not be inflated. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure. However, device analysis revealed that a pinhole was noted on the outer at 5.2cm from the tip.